Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reports a back flow event while infusing chemotherapy in the bone marrow unit. The md was notified and the patient received all of his/her chemo. There is no report of patient harm.